Manufacturer narrative:
All information provided by manufacturer and maude report received, mw5036103please retract this MDR. The initial was submitted under MDR number 2938836-2014-13995.

Event description:
It was reported that this previously capped lead was uncapped and re-used after being tested. The lead was then exhibiting a loss of pacing and as a result, it was capped again.